Manufacturer narrative:
Submit date: 06/14/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the cap slipped during medication administration, the nurse withdrew the needle thinking it had self activated and received a needle stick. Normal hospital protocol was followed for a needle stick injury.